Event description:
There was an allegation of questionable elecsys troponin t stat assay results for 1 patient sample on a cobas 6000 e601 module. The initial troponin result was 42.54 ng/l. A new sample was collected and the result was 9.44 ng/l. The initial sample as repeated and the repeat result was 9.44 ng/l. The second sample was repeated and the result was 8.52 ng/l. Clarification on the results and sequence of events was requested but not provided.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The alarm trace showed a sample aspiration alarm. The investigation is ongoing.

Manufacturer narrative:
It was found that the customer's sample draw volume is 2 ml when 5 ml is indicated, no sample inversions are done after sample collection where 5-6 are recommended, and they allow only 5 minutes for sample clotting when 30 minutes is recommended. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.